Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of death is listed in the rx acculink instructions for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one day post an uneventful stent implantation in the left internal carotid artery, the patient was confused and fatigued. The next day the patient was anemic and was transfused with 2 units of plasma and red blood cells. The patient was ambulating in the room with the assistance of a walker and neurological state was unchanged from preoperative state. The patient was discharged back to the assisted living center 2 days post procedure and was reported to have expired the next day. The cause of death was not specified. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, it was reported that the death certificate lists the cause of death as cardiac arrhythmia.